Event description:
Customer reported that a pt underwent a lumbar fusion procedure in 2009 and reportedly developed pain the next day. The pt underwent an MRI which showed a cervical spine hematoma. The pt developed quadraplegia the following day, and was returned to surgery for cervical cord compression and a cervical corpectomy. The symptoms did not improve and the pt was again returned to surgery for a lumbar exploration one day later. Pus was found in the lumbar region at the original surgical wound. The surgical site was cleansed and the pt given antibiotic treatments. The pt remains paralyzed.

Manufacturer narrative:
(Infection occurred) - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.